Manufacturer narrative:
The customer was provided a quote for the cost of a replacement transducer. However, the quote was not accepted and the suspect transducer remains at the customer site. Since the transducer was not returned, no failure analysis could be performed.

Event description:
A customer reported an s8-3t model transducer was producing bad image quality. There was no injury associated with this event.